Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the nurse tech that the customer had a button error on the insulin pump. Customer's blood glucose level was 287 mg/dl. Customer stated that one of the buttons was pressed down for 3 minutes or longer and is now locked. Customer treated with an injection. Insulin pump will need to be replaced. No additional info provided.